Manufacturer narrative:
Updated blocks: h3 & h6. The field service representative (fsr) duplicated the reported complaint. The last measured discharge (lmd) value of the heart lung machine (hlm) batteries was less than 18 amp hours (ah). The batteries were replaced and release testing was performed. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the heart lung machine (hlm) displayed a 'battery service' error message and the batteries will not hold a charge. The system was running on alternating current (ac) power and was able to be used for the remainder of the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.